Manufacturer narrative:
Additional failure analysis investigation observed that the instrument exhibited white residue material that appeared like 'glue' substance located at the distal end of the main tube. This was not initially reported by the site. The customer reported complaint does not in itself constitute a MDR reportable event; however, the white residue on the main tube found during additional failure analysis if to recur could cause or contribute to an adverse event.

Event description:
It was reported that in central processing, it was observed that there was cosmetic damage to the fenestrated bipolar forceps instrument's housing. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's housing had laser mark issue. Failure analysis investigation also found the following damages: the instrument's main tube had scratch marks/abrasions. The distal end of the main tube had various scratch marks with light material removal. The scratches were not aligned with the tube axis. The instrument's grip tips were also bent. One grip was bent which caused side to side misalignment of the grip. There was a 0.014 offset at the tips. The bent grip did not exhibit separation of the yaw pulley and pulley cover at the glue joint, likely cause of bending remains overloading at the tip. Failure analysis concluded that the bent damage may be due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the various scratch marks on the main tube with light material removal found during failure analysis if to recur could cause or contribute to an adverse event.